Event description:
Since I have had the essure my periods are very frequent and heavy; every 15-24 days lasting 7 days at a time. On (B)(6) 2015 I had the endometrial ablation done to try and solve this problem. I was bleeding heavily 2 weeks post op but have not since, yet. My memory is terrible both past and present. It's not like when you forget something and later are like "oh yeah I forgot about that. It's more like it wasn't ever there in the first place. For example I took my medicine twice the other day and have no recollection what so ever of even taking it once. My hair falls out and is very thin. I take folic acid, biotin, and use a pro-biotic shampoo and nothing seems to help.